Event description:
Device 2 of 3. Reference MFR report numbers 1627487-2013-00226 and 1627487-2013-00228. The patient ((B)(6)) was implanted with two dbs leads from different lots. It was reported the patient lost stimulation. A diagnostic test found impedance issues with all electrodes on the right lead. An x-ray was taken for further interrogation; however, no visible anomalies were noted. Surgical intervention will be undertaken at a later to address this issue.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.